Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately one (1) years post initial implant, the patient presented emergently with a tender stomach and pain. A computerized tomography (CT) completed showed the presence of a type iiib endoleak. A re-intervention was completed where the physician relined the original implant with another bifurcated stent graft and an infrarenal stent graft extension. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.